Event description:
Analysis of the returned device found that the subject guidewire distal tip was broken/ fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was returned with the nitinol tubing broken in 2 segments. The platinum wire was not broken but was severely stretched. The core wire was visibly broken inside the nitinol tubing of both segments. The core wire distal end was observed through the distal tip dome. The guidewire hydrophilic coating was hydrated and there were no other anomalies noted. Functional inspection could not be performed due to the damage to the guidewire. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, there was no resistance when the gw was taken out of the dispenser hoop, the gw was shaped 1 degree, the introducer sheath was used, when inserting the gw, flush was given inside the mc at the time when the gw was inserted, continuous flush set up and maintained throughout the clinical procedure. There was no friction or resistance felt at the hub. Analysis of the returned device found the guidewire nitinol tubing broken in 2 segments. The platinum coil was severely stretched holding the 2 ends of the nitinol tubing together but was not broken. The core wire was visibly broken inside the nitinol tubing of both segments. The condition of the returned guidewire indicates the device encountered a significant manipulation during the procedure. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire distal tip stretched¿ and ¿guidewire friction¿ in addition to the as analyzed ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire distal tip stretched¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.